Event description:
Instrument was used to remove lesion which was close to chest wall and pectoral muscle. Pectoral muscle was damaged during procedure, resulting in drain being placed into wound to minimize hematoma. Pt was hospitalized for several days for observation. Case was performed in 2001. Imagyn's sales rep was informed of situation on february 1, 2001; however a full description of event was not relayed to imagyn's sales rep until 2/26 during a meeting at the request of the surgeon. Site select device was used in conjunction with fischer stereotactic table. Surgeon told imagyn's sales rep that concern was not related to instrument, but was wanting to know if fischer table could prevent device from going so high on chest.